Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 485 mg/dl. The customer also stated she was getting no delivery alarms prior to being hospitalized. No troubleshooting was performed during the phone call as the customer had misplaced the insulin pump. Nothing further was reported.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as the product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.